Event description:
A small portion of this lead was returned without documentation from medtronic. Medtronic had record of the patient having their pacemaker, but had no record of any leads. The patient's following physician on file did not have a record of this patient. There are no known complaints against this lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal fragment with approx. 7 cm length was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The returned lead fragment was visually analyzed. The visual inspection revealed abrasion marks. The insulation was intact in these areas. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.